Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid and blood leakage occurred from the bd intima-ii¿ closed IV catheter system prn and y-connector during use, and a new prn was placed. The following information was provided by the initial reporter, translated from chinese to english: "it was found liquid and blood leakage at prn and y-connector. Replaced a new prn, leakage ceased."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8107452. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Only a photo was provided to aid in the investigation of this issue. With the lack of physical sample, the failure mode could not be observed.

Event description:
It was reported that liquid and blood leakage occurred from the bd intima-ii¿ closed IV catheter system prn and y-connector during use, and a new prn was placed. The following information was provided by the initial reporter, translated from chinese to english: "it was found liquid and blood leakage at prn and y-connector. Replaced a new prn, leakage ceased."